Event description:
Fluid around the pocket site of the implanted device was reported. A 120 cc's of fluid was aspirated/effused on (B)(6) 2010. The pump was refilled, and a fluoroscopy test was conducted. The patient's outcome/issue was noted as being resolved without sequelae. Morphine (20.0 mg/ml, 3.017 mg/day) had been administered via the pump.

Manufacturer narrative:
(B)(4).